Event description:
Ous MDR - it was reported that the device and the lead were explanted about 53 months after the implantation because of a rise in the shock impedance(>150 ohm). No deterioration of the patient's state of health was reported. The device and the lead were explanted. The implant date was not provided.

Manufacturer narrative:
The lead and ICD mentioned in the complaint, were returned for analysis. The returned lead was also extensively analyzed. During the analysis, multiple signs of abrasion were found along the lead body. In particular 18 cm distal to the is-1 connector pin, the insulation was damaged by fraying. In this area, the rope conductor to the shock electrode showed a conductor fracture. This damage manifestation can with high probability be regarded as the cause for the shock impedance >150 ohm mentioned in the complaint. The characteristics of the observed damage manifestation speaks for massive mechanical stress on the lead due to strong pressure onto the generator housing with simultaneous friction at it. Neither the analysis of the ICD nor of the lead showed any indications of material defects or manufacturing errors.